Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh had become densely adherent to multiple loops of the small bowel. He resected the multiple loops of the small bowel along with the adherent mesh.¿ it was reported that the patient experienced severe pain, inflammation, and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/12/2021 additional b5 narrative: it was reported that the patient experienced recurrent incarcerated strangulated ventral hernia with foreign body following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.